Event description:
Boston scientific received information that this right atrial (ra) lead exhibited an out of range pacing impedance measurement during a routine device check. Noise was noted which caused inappropriate atrial tachy response (atr). The device was reprogrammed and a chest x-ray will be performed. The field representative is working with the physician to determine how to resolve the issue. There have been no patient symptoms and no adverse patient effects reported. Additional information was received that the patient would be re-evaluated in six weeks.

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.